Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp exhibits signs of repeated use (nicked or gouged) and is fractured on the medial side of post. All pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause was determined to be associated with the design of the device and was subsequently redesigned. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The likely condition of the part when it left zimmer biomet control is considered conforming based on the manufacturing review and the extended field life of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date unknown. 42527400910 - ps tibial articular surface provisional right ¿ 62290838; 42527000707 - tibial articular surface provisional right size gh ¿ 62356596; 42527000303 - tibial articular surface provisional right size cd ¿ 62614838; 42517400410 - ps tibial articular surface provisional left ¿ 62168383; 42517000505 - tibial articular surface provisional left size ef ¿ 63652737; 42527000505 - tibial articular surface provisional right size ef - 62740696. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01909, 0001822565-2019-01910, 0001822565-2019-01914, 0001822565-2019-01915, 0001822565-2019-01916, 0001822565-2019-01917.

Event description:
It was reported that the instrument fractured at an unknown time. It was noted that all fractured pieces were returned. No known adverse event was reported. Attempts have been made and no further information has been provided.